Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
This is report 2 of 2 for pc-(B)(4). It was reported that during an unspecified surgical procedure, it was discovered that the 4.9 healix adv sp peek ce device did not hold in the anchor hold. Slight traction on the additional suture caused the anchor to not hold. A second anchor was used. The second anchor also had a problem. Sutures could not be pulled through the second anchor. As additional traction was applied, the anchor body and the inserter broke. It was not reported if there were any delays to the surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.